Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if further issues occurred. The customer acknowledged the guidance provided.